Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that aspiration pressure remained approximately 10 mmhg after releasing the pedal on the footswitch. This event occurred when the handpiece position was lower than basis. The surgery was continued because there was no problem when used in the eye. There was no impact to the pt.